Event description:
Two incidents of transfer sets with broken clamps. The first incident occurred in 2003 and the second incident occurred two months later. The transfer sets were in use for approx two months. Noted during use. No pt injury or medical intervention was reported per baxter affiliate.